Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room due to an unrelated event. It was suspected that the patient experienced phrenic nerve stimulation. The left ventricular lead was deactivated. The physician would wait until the patient is stable due to unrelated reasons.